Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in mildly tortuous and severely calcified left iliac artery. After a long sheath was inserted, a 7.0x40x75cm express ld iliac / biliary stent was advanced for treatment. However, when the device was pulled back, the stent came off the balloon delivery system in the aorta. The physician was able to sneak a balloon through the lumen of the dislodged stent, inflate the balloon to low atmospheres and bring the stent back to the common iliac where it was then deployed in the correct spot. The procedure was completed and there were no patient complications reported.